Event description:
It was reported via repair work order that the power-load transfer would lock up and was unable to unload a cot. Upon evaluation, the alleged condition was unable to be duplicated by the field technician and no defects were found. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.